Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker went from a battery status of 6 years remaining to 1 year remaining 11 months later. A copy of device memory was submitted to boston scientific technical services (ts) for analysis. Analysis of device memory identified a high power consumption condition. Ts recommended device replacement. Subsequently, the device was unable to be interrogated with a programmer 3 weeks later. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that analysis of this device was completed.